Manufacturer narrative:
This is 2nd of 2nd MDR. Due to the automated manufacturing execution system(mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter hub was examined, and a stent was noted to be jammed. The microcatheter shaft was seen to be stretched from 138cm to 145.7cm. The microcatheter tip was seen to be damaged. The hub of the microcatheter was cut to remove the stent. For functional inspection, the device was flushed, and the flush was inspected with no anomalies, an attempt was made to advance a 0.0158 mandrel both distally and proximally but failed due to damage. The microcatheter shaft was cut at the hub to remove the stent. During the inspection what appears to be catheter polytetrafluoroethylene (ptfe) inner lining was seen to be wrapped around the stent. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was severely tortuous. It was reported that as the stent was advanced upward to the c4 segment of the internal carotid artery (ica), the tip of the subject microcatheter suddenly dropped to the area of the c5 segment. The physician surmised that this movement might have been due to excessive tortuosity and tension in the patient's vasculature. The physician attempted to retract the stent back into the introducing sheath for retrieval but found that it was stuck between the introducing sheath and the microcatheter's hub. Upon closer inspection, the physician observed that the stent had deployed at the hub. During analysis, the subject catheter hub was examined, and a stent was noted to be jammed. The catheter shaft was seen to be stretched from 138cm to 145.7cm. The catheter tip was seen to be damaged. The hub of the catheter was cut to remove the stent. During the inspection microcatheter polytetrafluoroethylene (ptfe) inner lining was seen to be wrapped around the stent. Based on a review of all available information and the analysis of the returned device it is probable that the catheter shaft and the ptfe inner layer were damaged during manipulation of the device during the attempt to advance the stent within the tortuous anatomy and was further damaged during the attempt to remove the devices from the patient. The extent of the damage noted to the returned devices is indicative of extreme force to the devices. An assignable cause of procedural factors will be assigned to the reported and analyzed damage of catheter hub friction and the reported damage of unexpected movement of device as well as the analyzed damage of catheter jammed, catheter shaft stretched, catheter tip damaged and catheter ptfe inner lining peeling as the issue is associated with a product that meets company¿s design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during m1 segment bifurcation aneurysm of the middle cerebral arteries (mca), as the physician advanced the stent, the subject microcatheter moved from the treatment site. The physician attempted to retract the stent back into the introducing sheath for retrieval, but it was stuck between the introducing sheath and the microcatheter's hub. Upon inspection, the physician found that the device had deployed halfway in the microcatheter hub and microcatheter shaft. The subject device was replaced any procedure was completed successfully with no clinical consequences to the patient. During investigation of the subject microcatheter by pac found polytetrafluoroethylene (ptfe) attached to the stent. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.